Manufacturer narrative:
(B)(4). Date of event estimated. Evaluation summary: the device was returned for evaluation. The stent damage was confirmed. The gritty feeling could not be confirmed. The tear in the guide wire exit notch noted by the returned goods lab likely occurred as a result of an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the stent delivery system in an opposite direction as the guide wire. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, a gritty feeling was felt when trying to pass a 2.5x28 rx xience pro stent delivery system (sds) and the stent looked gnarled when withdrawn from the anatomy. A non-abbott sds was used to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. The returned goods lab received the 2.5x28 rx xience pro sds with a tear in the guide wire exit notch for a length of 3 millimeters. No additional information has been provided.